Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer does not have back up insulin therapy and will reach out to their hcp. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.